Event description:
It was reported that a malfunction alarm occurred on the pump. Tandem technical support assisted caller with resetting pump malfunction, confirmed malfunction did not recur, advised that pump use could continue. The customer had a blood glucose (bg) level of 1102 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Reportedly, the emergency medical technicians were called and transported the customer to the hospital as the customer was ¿barely coherent, couldn¿t keep their airway open and had a dangerously low blood pressure¿. The customer was admitted to the intensive care unit and placed on a ventilator. Reportedly, the customer experienced memory loss. Customer received intravenous fluids of saline and insulin. Treatment resolved the issue and the customer was released on (B)(6) 2026.